Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states a user technique/procedural variance cannot be definitively ruled out as a potential contributing factor. The patient impact is determined to be the suture anchor pull-out which resulted in use of a backup device in an additional bone hole. Further complications would not be anticipated in a young male patient with good bone quality. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment. H12: h2: corrected data on h1 (type of reportable event).

Event description:
It was reported that during an arthroscopy, the bioraptor suture anchor got pulled out when the surgeon pulled the suture during the knot. The procedure was completed with a smith and nephew back up device in an additional bone hole using a twist drill 2.45 mm of bioraptor to prepare the insertion site and leaving a void in the patient. There was a delay less than 30 minutes and no further complications were reported. The patient is fine.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).